Event description:
After deployment of stent, physician was pulling the delivery catheter back and the tip of delivery catheter separated while in the sheath. Sheath, wire and tip of catheter were removed from patient without incident.